Manufacturer narrative:
The events occurred on an unspecified date "since last month". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection and cloudy fluid. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. It was reported the patient was undergoing an unspecified treatment for the events. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.